Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9831 apollo serial/batch (B)(6) was returned for investigation. Functional testing was not performed due to damage to the device. Visual inspection noted that the tip partially detached. Signs of wear. A piece of plastic was observed protruding from a hole in the probe head. This event is likely caused by prying/levering the device against hard bone or other instrumentation during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 it was reported by an arthrex subsidiary employee via (B)(4) that an ar-9831 apollorf i90 electrode at the probe's tip was deformed after thirty minutes of use. The case was completed with a new product of same catalog number. This was discovered during a procedure, with no reported patient harm. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 6/14/2024: this was discovered during a arcr procedure on (B)(6) 2024.